Event description:
Spontaneous. Spoke to patient. Legacy pump is alarming, no disposable pump won't run. Told patient it could be pump malfunction or a cassette malfunction. Patient did not want to try her other pump. She attached another premix cassette to the pump and the pump ran with no further issues. Patient does not have serial number of defective cassette. Told patient to keep the defective cassette as manufacturer may want it sent back to them. No other info known. Prescriber has not been notified. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Yes; did we [MFR] replace the cassette? No; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.